Event description:
Customer's nurse reported the freestyle libre 2 sensor provided a "check sensor" message and prevented obtaining of customer's (6-year-old child) glucose results. Customer did not experience symptoms but was unable to self-treat, requiring administration of apidra insulin (dose unspecified) by the nurse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. On visual inspection, the sensor plug was observed not properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 1 (storage state). Insertion failures were observed, which is evidence that the user did not activate the sensor. This issue is not confirmed to use as the sensor plug was not properly seated. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's nurse reported the freestyle libre 2 sensor provided a "check sensor" message and prevented obtaining of customer's (6 year old child) glucose results. Customer did not experience symptoms but was unable to self-treat, requiring administration of apidra insulin (dose unspecified) by the nurse. No further treatment was reported. There was no report of death or permanent impairment associated with this event.